Manufacturer narrative:
(B)(4). There was no device or photos returned for evaluation. The device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. The product history could not be completed since the lot number is unknown. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined with the information provided.

Event description:
It was reported that patient underwent a total shoulder arthroplasty, and subsequently has been indicated for a revision due to unknown reasons. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.